Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards affiliates in switzerland, during a tavr procedure using a 29mm sapien 3 valve via transfemoral approach, the sapien 3 valve was not completely aligned between the proximal and distal marker of the commander delivery system (ds). The proximal marker was about 1mm distance and was not possible to adjust this with the fine adjustment wheel. It was decided to continue with the procedure, and at the level of the native valve, the proximal marker has a distance of about 2mm from the valve. The sapien 3 valve was deployed but the balloon started to move in the left ventricle outflow tract (lvot), and it was decided to stop deploying the valve. The commander delivery system and valve were pulled back to the infrarenal artery. Since the sapien 3 valve was slightly opened, it was not possible to retrieve the valve inside the esheath, the commander delivery system and valve were surgically removed. Patient demographics were unable to be obtained. The device was discarded at the hospital.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The 29mm commander delivery system (ds) was not returned for examination. Imagery was provided and the following was observed: evidence of valve diving, suggesting tension in the system, valve not between markers prior to deployment, during valve deployment, the valve expands asymmetrically and moves towards the sheath tip, and left, non- expanded part of the valve is within the sheath tip, expanded portion is not able to enter the sheath. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event valve alignment difficulty was confirmed based on the evaluation of the provided imagery. A definitive root cause was unable to be determined. Per the provided imagery, there was evidence of valve diving, suggesting tension in the system. However, the alignment was performed in a straight section of the aorta. If the thv was unseated from the flex tip during alignment, it could have resulted in higher-than-normal alignment forces creating high tension in the system, which could have consequentially led to the reported valve alignment difficulties. The reported event of valve moves on the balloon during positioning was confirmed based on the evaluation of the provided imagery. Available information suggests that procedural factors (build-up tension) likely contributed to the event. The release of built-up tension within the delivery system during the procedure may have resulted in the reported valve movement on the balloon during flex tip retraction. A previous product risk assessment was initiated for this event. The reported event of withdrawal difficulty was confirmed based on the evaluation of the provided imagery. Available information suggests that procedural factors (withdrawal of partially inflated thv) likely contributed to the event as per the provided imagery the expanded portion of the valve was not able to enter the sheath. Withdrawal of a partially inflated thv can cause additional resistance during withdrawal, as the larger profile may interact with the vasculature or the sheath. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The commander delivery system was returned for examination. A visual examination found that there was a kink in the balloon shaft proximal to the handle due to packaging. There was minor residual fluid inside of the balloon. Functional testing performed was able to perform full valve alignment by pulling the balloon shaft to the warning marker with no resistance (gross alignment), locking the system, and utilizing full fine adjust with some resistance due to the returned condition of the balloon shape (used balloon) and residual fluid. Measurement of the locknut/collet force met specifications. Due to the nature of the complaint, no applicable dimensional testing was able to be performed.

Event description:
It was initially reported that the device was discarded. However, that was incorrect and the device was returned for examination.